Manufacturer narrative:
D4: expiration date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens a couple of years ago. The lens has now been reported as having a refractive error and remained implanted. Additional information has been requested but none has been forthcoming.